Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that the surgeon experienced drift issues and then a broken sensor. While the surgeon was tunneling the catheter he heard something pop under the scalp. He did not notice that the device was broken until he hooked the pt up in his room when he saw the drifting. When the surgeon realized what had happened he put in a ventricular catheter and a fluid coupled transducer. When the surgeon finally got the reading it was 10 mm off the original reading. There was not a pt related incident. The pt related device was discarded and it is unk if the lot number will be provided.